Manufacturer narrative:
H10: the device was received for evaluation. During functional ultrasonic sensor air testing, an air in line alarm was reproduced. Evaluation found the optical sensor to be within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of specification ultrasonic sensor. The ultrasonic sensor could not be calibrated and requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump air in line test failed after optical calibration during downstream occlusion testing. This occurred during preventative maintenance in the biomedical service department. There was no patient involvement. No additional information is available.